Manufacturer narrative:
(B)(4). The device was returned and evaluated for the reported event. A review of the event history log confirmed the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause of the reported issue was determined to be use error, inappropriate bypass of the drain, not including initial drain. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass ldv alarm. A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 01:05:27. During night drain cycle three, the patient's ultrafiltration reading was 1321ml, indicating the home patient (hp) drained 1321ml more than their maximum programmed fill volume of 2000ml. No additional information is available.